Event description:
Upon deployment, the filter legs became crossed. The dome formed, however only two legs became attached to the wall. A CT scan was performed on 9/20/96, the filter is still in target location and is in the same condition.

Manufacturer narrative:
Upon deployment, the filter legs became crossed. The dome formed, but only two legs became attached to the wall. The dimensions of the target location were 2mm cava wall and 27-28mm in diameter. Sample received was a set of angiography films. Filter dome deployed correctly. Two filter legs crossed against the vena caval wall. It is possible that the legs can become crossed while loading the filter into the storage tub. This can cause the legs to cross upon deployment. Filter dome deployed correctly. Filter legs crossed and divided into two 3-leg sets against the vena caval wall.